Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving hydromorphone 10mg/ml at 3/398mg/day and baclofen 50mcg/ml at 16.991mcg/day via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported that an alarm was occurring. The alarm was due to empty pump. The logs showed an empty reservoir occurred on (B)(6) 2016 and low reservoir alarm occurred on (B)(6) 2016. The patient had missed a refill. The hcp was going to refill the pump with saline as the patient was going back to (B)(6) and would need to find a different provider there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.